Event description:
It was reported the reprocessor had fluid that was not supplied to the forceps channel. The equipment operator was an outside contractor. There were no reports of patient involvement.

Manufacturer narrative:
E1 establishment name: (B)(6) the date of the event is unknown. If additional information becomes available a supplemental report will be submitted. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.